Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector broke the following information was received by the initial reporter with the following verbatim: it was reported by customer that a critically ill ECMO consult arrived and we emmergently needed to transition her on to our meds. When trying to screw on the chicken foot that was primed with all of our pressers, the luer lock snapped and broke. There was a delay in care and medication while we had to prep a new chicken foot to connect meds.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Death reported for patient.

Event description:
It was reported by customer that a critically ill ECMO consult arrived and we emmergently needed to transition her on to our meds. When trying to screw on the chicken foot that was primed with all of our pressers, the luer lock snapped and broke. There was a delay in care and medication while we had to prep a new chicken foot to connect meds.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the male luer broke could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: mz9266, batch#: unknown. It was reported by customer that a critically ill ECMO consult arrived and we emmergently needed to transition her on to our meds. When trying to screw on the chicken foot that was primed with all of our pressers, the luer lock snapped and broke. There was a delay in care and medication while we had to prep a new chicken foot to connect meds. Please do not contact the customer, send ack letter and follow ups to (B)(6) only. Email #1: hello, I¿m looking for the right person to contact on the trifuse IV connecting device. We've seen a trend in reported failures over the past few months and now have a patient harm event. We¿re looking to escalate this issue and get some follow up from bd with these essential devices. Please let us know the best way to proceed. Thanks for your help, email #2: 1. Can you confirm the product# and lot#? I know that we were not able to determine the lot number. (B)(6): (B)(6) mgr supply chain operations 2 can you confirm the product number? Mz9266. 2. Can you please describe the patient event in detail? Here is the detail that was provided to us. I confirmed that the ¿chicken foot¿ is indeed the trifuse connecter. ¿a critically ill ECMO consult arrived and we emmergently needed to transition her on to our meds. When trying to screw on the chicken foot that was primed with all of our pressers, the luer lock snapped and broke. There was a delay in care and medication while we had to prep a new chicken foot to connect meds. ¿ 3. Does your team still have the product that had the issue? We do still have the product and are working on follow up with our risk team and analysis of the event.

Manufacturer narrative:
The h tab type of reportable event needed to be updated from malfunction to death. The following tab was updated to reflect death.

Event description:
Need to update h tab.